Event description:
The customer contacted beckman coulter (bec) hotline support to report several issues with unicel dxc 660i synchron access clinical system, including a cartridge chemistry cuvette error message, suppressed cartridge chemistry results, and high quality control (qc) results for two cartridge chemistries. While troubleshooting the instrument with hotline support, the customer found liquid under a reagent probe in the drip tray; the liquid overflowed from the drip tray to the inside of the instrument and onto the floor. The leak was not contained to the instrument. The operator was wearing a lab coat, gloves, and eye protection when the leak was found. The customer retested all samples back to the last good qc result; there were no erroneous patient results generated in connection with the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from the reagent probe. The fse replaced the wash collar valve to correct the leak and chemistry performance problems. (B)(4).